Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID: (B)(6) and study name and number tlif ide pivotal - (B)(6). It was reported that an interbody implant subsidence at the 12-month follow-up was identified in the patient. The investigator has not reported subsidence for this subject. No further complicateions reported regarding the event. Additional information received from manufacturer representative stating that it was unknown if there was any revision surgery performed or any future revision to explant the subsided implant. There were no patient symptoms reported as a result.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.